Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place, fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding/heavy bleeding") in a 44-year-old female patient who had essure (batch no. 786126) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), migraine ("severe migraines"), back pain ("lower back pain"), arthralgia ("knee pain/joint pain") and pain in extremity ("hand pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder had resolved and the migraine, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, genital haemorrhage, menstrual disorder, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: uterus was removed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new event hand pain were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding/heavy bleeding") in a 44-year-old female patient who had essure (batch no. 786126) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), migraine ("severe migraines"), back pain ("lower back pain") and arthralgia ("knee pain/joint pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder had resolved and the migraine, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: uterus was removed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding/heavy bleeding") in a 44-year-old female patient who had essure (batch no. 786126,788028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), migraine ("severe migraines"), back pain ("lower back pain") and arthralgia ("knee pain/joint pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder had resolved and the migraine, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: uterus was removed through the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place, fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received: the event back pain, arthralgia added. Reporters, lot number, events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.